Event description:
The company was informed that the pt was experiencing poor performance with device use and the internal device was not placed appropriately in order for the pt use a preferred external processor. The pt's device was explanted. The pt was reimplanted with another cochlear device.